Event description:
Right upper extremity axillary/axillary loop prosthetic hd access graft declotting to intervention/pta 6 fr vascular sheath broke. Retained foreign body subsequently removed. Snare sheath severed while being withdrawn at end of case. Manufacturer response for sheath, cordis (per site reporter): only an acknowledgment letter was received to my knowledge.